Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that since (B)(6) 2021, when the patient received the pump, the patient's infusion set's tubing that connects to the coupling housing of the infusion set loosens and comes off during use after a couple days. She also states that the connection does not come off on its own that usually it has to get tugged on something for this to loosen and come off. Reportedly, the tubing does not have to be tugged on hard for it to fall off, that it is very flimsy. The patient's blood glucose level was in normal range between 54-500 mg/dl at the time of the event and the infusion set had been used on an average 1-2 days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.